Manufacturer narrative:
Investigation is ongoing. This is one of two manufacturer reports being submitted for this case. Reference mfg. Number 2015691-2019-01923.

Event description:
During a transfemoral procedure, resistance was met during insertion of a 16f esheath into the patient. The tip of the sheath was approximately 1 cm below the aortic bifurcation. The sheath could not be advanced further, a decision was made to proceed with the case. The aortic annulus was crossed with standard wire and catheter combination. A safari wire was placed across annulus. A balloon valvuloplasty (bav) with an edwards bav catheter was performed. After removal of the bav catheter, a 29 mm sapien 3 placed on a commander delivery system and prepared to nominal volume was inserted into the 16f esheath. The valve was advanced out if the esheath and past the aortic bifurcation by approximately 2 cm when resistance was encountered. The valve could not be advanced further. Manipulations were attempted, but the valve could not be advanced. The valve was then aligned almost completely under high resistance. The valve could not be retracted into the 16f esheath. The decision was made to deploy the valve in the abdominal aorta at nominal volume. The inferior end of the valve at the outflow was not fully opened and a decision was made to remove the delivery system and insert the 25 mm bav catheter and dilate the outflow of the valve. After dilation of the outflow an aortogram was performed revealing extravasation near the right common iliac artery. The patient became hypotensive and an occlusion balloon was inserted and inflated in the abdominal aorta. A covered stent was deployed in the right common iliac artery an extravasation continued. An endograft and limb was inserted from the right common femoral artery through the 29 mm sapien and was deployed. An endograft limb was inserted and deployed from the left femoral artery. An aortogram was performed revealing no further extravasation. The femoral sheaths were removed and the arteriotomies were closed. The patient was stable and was transferred for post management care. The patient¿s minimum luminal diameter (mld) measured 8.7mm by 10.2mm. The vessel was moderately calcified, and the vessel was severely tortuous. Per report, perceived root cause of the event potential aorto-ilio anatomical issues.

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in an edwards technical summary, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. In this case, the cause iliac artery rupture cannot be determined; however, it may be related to procedural/patient factors (manipulation of the devices and aorto-ilio anatomical issues) there was no allegation or indication a device malfunction contributed to this adverse event.  The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Reference CAPA-20-00141.